Event description:
It was reported that the external pulse generator failed its self-test and displayed an error code indicating a damaged "select" button. The caller did indicate that "the users have smashed the select button." The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Keyboard is out of specification (select key is damaged, intermittent). Upper and lower cases and side bail covers are broken. Ring cover is contaminated. Battery contacts are compressed. Serial number label is torn. Ring bail is bent.